Manufacturer narrative:
Sections with additional information as of 13-dec-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for the trueplus ketone test strips. The customer is using the ketone test strips for diabetes management. Customer stated that when the test strip bottle had been first opened, they noticed that the ketone test strips were grey in color. The package had not been open or damaged when received by the customer. The product is not stored according to specification; customer stated the ketone test strips are being stored in the bathroom or the pantry. The customer did not have another vial of ketone strips that had been stored correctly. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer declined to perform a test during the call.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Product testing was performed and defect found on returned ketone test strips: physical defect of strips, discolored grey pads. Root cause: rc-061: storage outside specifications. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.